Event description:
It was reported that post implant of the right ventricular (rv) lead, the lead dislodged. It was noted there was high threshold on the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead implanted: 2013 (B)(6); addrl1 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).